Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a particulate. The soluset was being used to deliver an unspecified concentration of sodium chloride and pamidronate. It was reported at the completion of the infusion, a particulate was noted in the soluset. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.